Event description:
It was reported that the pt was scheduled for pump replacement due to pocket erosion. After the pump pocket was accessed the neurosurgeon saw the pocket was more infected than anticipated. The pump and catheter were explanted. The pump contained baclofen; 2000 micrograms/ml 225 micrograms/day. Subsequently, it was reported that the cultures came back negative for infection. The pt had a new pump and catheter implanted in 2008. Final patient outcome was not reported.